Event description:
It was reported that the pump was alarming ¿upstream occlusion.¿ the patient had just driven 2 hours home from the clinic and stated that the clinic sent him home with the pump beeping. The patient was able to find a kink in the tubing, straightened it out, and restarted the infusion. The screen reads ¿running,¿ with a residual volume of 137.4, and it will be empty in 45 hours and 48 minutes. The patient was able to fix the occlusion, and the pump ran for a few minutes. The alarm returned. The registered nurse assisted in powering the pump off, closing the clamp, and advised the patient to call his provider for further instructions. When they asked to disconnect, the registered nurse advised against it. The event occurred while in use with a patient at the patient¿s home, and the operator of the device was a health professional. The device is not available for evaluation/return. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.